Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, that a white piece appears to be lodged inside the IV tubing right above the lower y port. The nurse tested a set to see if the set is blocked and she reported that the IV administration set is not occluded. No injuries. The set was not used on a patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned to evaluate, however the picture provided was analyzed and the white piece is a flow restrictor designed to be there per manufacturing requirements. Although the picture provided does show a white piece, this IV set is design to have a flow restrictor. Therefore this complaint cannot be confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the results of the picture evaluation, the product met internal specifications. The IV set is designed to have a flow restrictor. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.